Manufacturer narrative:
H6: investigation summary: review of DHR part # 656874 serial number 590058 was reviewed. The instrument met all the manufacturing specifications prior to release. The investigation was performed and based on the review of complaint trend, defect trend, DHR review, root cause and risk analysis, the reported complaint was confirmed. The service team was not able to replicate the defect and the instrument was re-inspected and found no issue. Root cause: abnormal counting event in plasma count test and trucount due to needle sip assy issue.

Event description:
It was reported that during use with a bd facsvia¿ flow cytometer there were errors in plasma counts with patient samples for clinical use. Extended flow cell clean was performed with no improvement. Patient impact was not reported. The following information was provided by the initial reporter, translated from polish to english: user reported having intermittent event counting problems in plasma count tests (10k events over 5 minutes). User was asked to perform a test with trucount - negative (medium - 2760, fast - 3306, reference (B)(4)). Rinsing does not solve the problem. The user was asked to do extended flow cell clean and leave the device overnight - no improvement. It was observed on patient samples (blood plasma) for clinical use.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facsvia¿ flow cytometer there were errors in plasma counts with patient samples for clinical use. Extended flow cell clean was performed with no improvement. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: user reported having intermittent event counting problems in plasma count tests (10k events over 5 minutes). User was asked to perform a test with trucount - negative (medium - 2760, fast - 3306, reference 4655 +/- 20%, i.e. 3724 - 5586). Rinsing does not solve the problem. The user was asked to do extended flow cell clean and leave the device overnight - no improvement. It was observed on patient samples (blood plasma) for clinical use.